Manufacturer narrative:
Interrogation of the device revealed it contained prialt, bupivacaine, and dilaudid. Analysis of the pump revealed no anomaly. Analysis of the catheter revealed the catheter body had significant twisting that may have affected infusion as well as a user related hole. (B)(4).

Event description:
A flipped pump was confirmed. The catheter and flipped pump was revised in 2010 (refer to manufacturing report 3004209178-2010-10818). Few months later, the physician was unable to fill the pump and they found out it was flipped. The pump was flipped several times causing the catheter to be kinked up and they were unable to use the pump. It was unknown what caused the pump to flip. It was decided at that time to stop using the therapy and they opted to not replace the catheter because the patients pain had gotten better and patient no longer needed therapy. It was also reported that the patient stopped the therapy due to pump flipping and the catheter kinking and twisting. No symptoms were reported. The pump and catheter were explanted and patient was reported to be doing well following explant. At the time of the event the device system was delivering prialt. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.